Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during an roi-c procedure, while trying to disengage the implant from the implant holder, the hook on the implant holder broke off and remained in the cage. They tried to remove it, but there wasn't enough space or grip to grab it. So they decided to leave it in place and close the patient. The hook tip remains stuck in the cervical cage between vertebrae.

Event description:
It was reported that during an roi-c procedure, while trying to disengage the implant from the implant holder, the hook on the implant holder broke off and remained in the cage. They tried to remove it, but there wasn't enough space or grip to grab it. So they decided to leave it in place and close the patient. The hook tip remains stuck in the cervical cage between vertebrae.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hook has fractured off. Root cause: this event could be attributed to wear through multiple uses over time, or excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.